Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis of the lead ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found the stim lead body distal end conductor was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the ineffective pain control was assumed to be due to the lead placement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the system was to be explanted on (B)(6) 2018. Additional information was received from the rep on (B)(6) 2018. The rep reported that the patient expressed to them that she had too much stimulation in her hands and not enough in her shoulders and neck. This was not device related. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was to have a lead revision on (B)(6) 2018 due to current lead placement not giving effective pain relief. It was unknown what factors could have led to this issue. No further complications were reported.